Manufacturer narrative:
Failure analysis revealed that the insulin pump had constant failed battery test alarm as a result of a corroded battery tube and battery cap. The no delivery alarms were confirmed. Further testing could not be performed due to the battery test alarms. The device had cracked and broken battery tube threads, cracked case near reservoir window, and cracked belt clip slot.

Event description:
The customer reported being hospitalized due to hypoglycemia, ketones in blood, and high blood glucose of 439mg/dl. Troubleshooting was performed. The customer stated that that the insulin pump was not giving insulin and kept alarming no delivery. The customer mentioned that she removed the infusion set from the body and found that the cannula bent. The customer experienced dizziness, could not stand up, and looked really pale. The caller mentioned that there is crack moving toward the front of the device and the battery compartment. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.